Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as #2134265-2009-00918. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 75% stenosed lesion was identified in the mid left anterior descending artery (lad). A 2.25x24mm taxus express2 atom drug eluting stent was deployed at 16 atms for 20 seconds. Next, a 2.5x12mm taxus liberte' drug eluting stent was deployed at 14 atms for 14 seconds, proximal to the taxus express2 atom. The stents were post dilated with a 2.5x15mm quantum maverick balloon, inflated to 18 atms for 10 seconds. The procedure was complete. The pt received angiomax, ic ntg, integrilin, aspirin and a loading dose of plavix during the procedure. The pt was discharged the following day and had left the unit, but was still at the hosp when he began to experience chest pain. The pt was sent to the ER where he presented with an acute mi. Once in the ccl, angiography showed a 100% occluded vessel with thrombus about 15mm proximal to the sent. A 2.5x20mm maverick balloon was advanced to the site and inflated to 6 atms for 10 seconds. Flow was reestablished. The balloon was removed and a 2.75x24mm taxus liberte' stent was deployed at 16 atms for 15 seconds proximal to the previous stent. The stent balloon was reinflated two more times to 10 and 9 atms for 20 and 10 seconds. An ivus catheter was then inserted which showed no evidence of dissection, malapposition or underexpansion of the stent. The entire area was post dilated with a 3.0x20mm quantum maverick balloon with two inflations of 9 and 14 atms for 15 seconds each, resulting in 10% residual stenosis. The pt received angiomax and integrilin during the procedure. The pt was continued on plavix and a baby aspirin. No further complications were reported. Pt status is satisfactory.